Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex extreme (7x4 80cm) was inflated and ruptured. The balloon catheter was replaced with a non-cordis device to complete the procedure. The target site was described as having stiffness at the stenosis. There was no patient injury reported. The device was clinically used and has been discarded by the facility, so will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion as reported, a 7x40mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) catheter was inflated and ruptured. The balloon catheter was replaced with a non-cordis device to complete the procedure. The target site was described as having stiffness at the stenosis. There was no patient injury reported. The device was not returned for analysis. A device history record (DHR) review of lot 17723775 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (stiffness at stenosis, likely calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.